Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a hemodynamically unstable patient who was dopamine dependent was transported to the micu following events involving 2 unrelated pump modules. The user immediately switched to another (3rd) device which alarmed for channel disconnect during a dopamine infusion without any physical contact with the device having occurred. The user switched to a fourth module with the patient becoming more hypotensive in the interim due to lack of vasopressor support. No lasting effect was reported. The facility biomed examined the devices and found some residue on the female iui connectors but no significant corrosion on the male connectors. Conflicting information was received regarding whether 1 or 2 disconnect events occurred.

Manufacturer narrative:
Disregard file (it is no longer reportable as the disconnect it experienced was not during patient use).